Event description:
It was reported that the bd alaris¿ smartsite¿ extension set wouldn't inject due to a damaged valve. The following information was provided by the initial reporter: "valve malfunction, unable to inject"

Manufacturer narrative:
H.6. Investigation: a 20039e sample was not available for investigation. The connecting product in use at the time of the customer's experience was not returned to assist the investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Following a small number of similar reports, bd has conducted an in-depth investigation, CAPA#1998036, to identify any potential contributing factors for occlusion of this nature.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set wouldn't inject due to a damaged valve. The following information was provided by the initial reporter: "valve malfunction, unable to inject."